Event description:
It was reported that the pt, while traveling, woke up "in the middle of the night" prior to the day of this report. It was stated that the pt was "extremely dizzy and then sick." The pt was "in bed all day" on the day of the report. The pt was advised by the health care provider (hcp) that "higher elevation could cause pump to speed up and that pump should be turned down if symptoms continue." The symptoms reported were similar to those the pt had experienced upon receiving a bolus of medication on a prior occasion. It was later reported that, prior to any intervention, the pt had started "feeling better and did not have the symptoms." The pt did not seek any treatment. The pt was going to wait until arriving home to be checked by the pt's usual clinic. No other symptoms were reported. The pump was interrogated with no malfunction reported. The pt is "fine now."

Manufacturer narrative:
(B)(4).